Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a removal operation of japanese proximal femoral nail antirotation (pfna), the extraction screw in question would not connect to the compression blade. The surgeon expanded the affected part by removing the callus and the soft tissue to see the part, and then found that the hexagonal part to unlock the blade was completely worn out. The operation finished with a two hour surgical delay, leaving those implants in the patient's bone. This report is for one unknown pfna nail. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed ¿ 04.027.055s pfna-ii blade l100 tan lot number: 7852925: the instrument in question has nicks and scratches on the surface and some areas of the anodized color are disappeared. The thread at the end of the shaft is badly deformed/ damaged. 473.025s- pfna-ii ø10 long le 125° l340 tan lot number: 7965724. There are some scratches and wear and tear signs on the surface. It was also found that the nail is slightly bent. The manufacturing review for both devices shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, the exact root cause of this occurrence cannot be determined. In reference to the bad condition of the blade and nail it is probable that excessive force was used on both products which has certainly caused the damage and finally led to the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is unknown. This report is for one unknown pfna nail. Date of original implant is unknown. Implant was not fully explanted. Parts remain in the patient. Per facility, the complainant part will not be returned to the manufacturer for review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date:4th july 2012. Expiry date:1st june 2022. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.